Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that rv lead dislodgement was noted on under the x-ray. The lead was explanted and replaced due to inability to extend helix. Issue with connector end was also revealed. No further information is available.